Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study: it was reported that a pericardial effusion occurred. A 24 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and implanted. The procedure was successful with a complete laa seal and deployed device diameter of 20.7 mm. During the implant procedure, transesophageal echocardiogram revealed a 12mm pericardial effusion. The patient was on aspirin and clopidogrel at the time of the event. The patient was discharged the next day on aspirin and clopidogrel. No further information is known at this time.